Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not transmitting data to the system monitor was confirmed via evaluation. A review of the log files contained data spanning approximately 86 days (30jan2023 ¿ 25apr2023 per timestamp). All of the captured data did not contain events associated with the data transmission issue. The pump was able to operate as intended. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis. Visual inspection revealed a broken white strain relief. Upon connecting to the system monitor, the controller was unable to communicate. The power cables underwent continuity and insulation testing and did not pass. The white power cable¿s orange wire, transmission communication, was observed to have current leakage and fluctuating resistance. The white power cable was cut open to inspect the condition of the wires. The stripped power cable was submerged in a saline bath for high potential testing to determine the location of the current leak. The test revealed a small tear on the orange wire located underneath the strain relief damage. The power cables were replaced with test power cables in order to continue evaluation. The system controller underwent functional testing and passed without issue. The controller was connected to a mock circulatory loop and was able to operate the system for an extended period of time. A root cause for the reported event was determined to be the damaged communication wire shorting to shield; however, a root cause for the damage was unable to be conclusively determined. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including no external power and power cable disconnect alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that when the patient was placed on the system monitor, there was no data shown on the monitor. The monitor did not register the data cable. Another cable was used but the monitor would not display the data. Finally, the monitor was tested on another patient and the cable worked. The original patient's controller was exchanged after the data cable was found to be functional. The controller exchange resolved the monitor failing to display data.